Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and UDI (B)(4) is approved for sale in us. Thus, it is reportable for malfunction, not serious injury, although surgical intervention did take place. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding a patient with spinal therapy. It was reported that the the rod was broken. There was no fragment left in the patient. There were no symptoms reported. Pre-operative diagnosis for this procedure, revision surgery was performed due to rod breakage due to bone union failure, rod replacement and bone grafting. Procedure performed <(>&<)> level implanted were olif at 3 intervertebral discs and psf at t9/s2ai. There were no further complications reported regarding the event.